Manufacturer narrative:
The technician found a valve with an extra gasket in it and another valve was wired backwards. The technician replaced and reset the valves to repair the bed.

Event description:
Info received indicates the head hi/low is drifting and the foot hi/low is jammed.